Event description:
Device 1 of 2. Reference MFR report#1627487-2018-13050. It was reported that the patient was experiencing ineffective therapy from the scs system. As a result, surgical intervention was undertaken on (B)(6) 2018, wherein the leads were explanted and replaced. Reportedly, therapy was restored post-operatively.